Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain and failed back surgery syndrome. It was reported the patient communicator had gone bad. It was noted the communicator would come on, but then it would take a minute to 2 minutes before it would work. It was further reported when it made a connection to get a bolus it would get stuck at 40 percent then they would move it around then get stuck at 91 percent, so they would move the communicator around. It was noted it would take 4-5 mins to get a bolus and before when they first received the communicator it worked right away. Troubleshooting was unable to be performed as the patient refused. An email was sent to the repair department. This has been going on for about a month. No symptoms reported.